Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented, it was observed that the device was in backup vvi. The device was restored to prior settings and a cyber security update was installed. The patient was stable and discharged home.